Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2015. The incident device was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
The customer reported that a lung ablation was performed on the patient. The ablation was completed as expected without complication. The patient was discharged and died at home 2 days later without symptom. The physician stated this patient was salvage post radiation.